Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damages to the battery compartment or to the battery cap. In addition, the reporter denied any moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data did not reveal any evidence of a ¿no power¿ event; however, the black box data does show cs 052/054 and cs 087 error recorded on (B)(6) 2016. There was evidence of moisture behind the display lens. On investigation, the pump powered on using the returned battery cap, which was evaluated and found to measure within required specifications. The pump had no audible tone, no vibratory alert and the display screen read ¿initialization in progress¿. The pump then emitted a cs20 alarm message. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Leak testing confirmed moisture ingress at the site of the battery compartment crack. There was additional evidence of moisture ingress in the pump¿s interior compartment. Investigation did not duplicate the ¿no power¿ issue.